Event description:
Additional information provided the patient¿s ipg was replaced on (B)(6) 2018.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent two unrelated surgical procedures over the past few months in which electrocautery was used in both procedures. Since the procedures, the patient¿s ipg will no longer communicate with external devices. Troubleshooting was unsuccessful. As a result, the ipg was replaced. Therapy was restored. Issue has been resolved.

Manufacturer narrative:
Corrected data: - device analysis found the reported event was not related to the referenced fsca 1627487/06/02/2017/001-c.

Event description:
Device analysis evaluation found the ipg was unable to communicate with a clinician programmer due to the ipg being programmed to MRI mode. When MRI mode is enabled and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended.